Event description:
It was reported that patient underwent PICC catheter placement in facility on (B)(6) 2021. The catheter was inserted from the right basilic vein and the puncture was done successfully. Guidewire was unable to pass through the introducer needle. Even after removed from the patient, the guidewire was still unable to be inserted into the introducer needle. A new mst kit was opened for subsequent operations. 04/07/2022 - the guidewire of the returned sample was disjointed and bent over itself.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a guidewire through and introducer needle is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire in a plastic hoop and one 21 g safecan introducer needle were returned for evaluation. An initial visual observation showed use residue on the returned samples. A microscopic observation revealed the most proximal coil of the coiled wire of the guidewire was disjointed, severely bent over itself, and disconnected from the core wire at its distal end. The weld tip was observed to be present and connected to the core wire. While the damage observed on the guidewire prevented passage of the guidewire through the introducer needle, the exact cause of this damage could not be determined. Possible causes include damage during packaging, handling, or use. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.